Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
It was further reported that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a motor rate not running error in the event history log (ehl). An occlusion test was performed. The customer reported product problem was replicated during testing. The product problem occurred because the main pc board was not seated on the extrusion grove. The customer had mis-assembled the component. A user interface issue was established as root cause. The investigator reassembled and realigned the main pc board.

Event description:
It was reported that the medfusion pump exhibited a motor rate failure. No patient injury or complications were reported in relation to this event.